Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. Battery communication errors were observed in the log which means the device would not have recognized the appropriate level of charge of the battery and would not properly display a low battery warning or a shutdown warning. The device was put through extensive testing including bench handling, functional stressing, ECG stressing, and power cycling using the customer's returned battery without duplicating the report. The battery communication assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.